Manufacturer narrative:
The complaint was able to be confirmed from pictures and information received from the customer. According to the end user, they were using the device during laparotomy, using 127w for cutting power and 153w for coagulation power. Root cause is determined to be user error from operating the device at a very high power setting of over 120watts. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "during laparotomy, using 127w for cutting power and 153w for coagulation power, the electrode melted."